Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer was failed. A field service engineer found that the matrix drawer 5 was failed and could not duplicate the error but still replaced the drawer controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the pop matrix drawer that contained the propofol 100 ml bottles was failing. The customer tried to recover the drawer and removed the propofol, the drawer failed again. The customer reported that the issue occurred when the user was trying to remove medications. There were no delay, no adverse events or injuries reported based on this event.